Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that sometimes they'll shut the ins off using the patient programmer. Intermittently, they'll feel the ins come back on its own. They said this has been going on for probably a month. They did not report related to positional movement. They were directed to contact their healthcare professional to discuss the ins turning back on its own. No patient symptoms reported. No further complications reported/anticipated.